Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the physician reported that of the patients previously reported with uveitis, all have achieved good refractive outcomes and no patients that have been released from treatment have a loss of best-corrected visual acuity (bcva).

Event description:
Additional follow up information received from the physician stated patients were within normal limits at one day and one week post-operative visits. The patients returned between day sixteen and twenty three with complaints of pain and redness. The typical anterior chamber reaction was mild with high amount of pigment cells. Patients were treated with increased steroids. Early response was a slight intraocular pressure (iop) decrease, followed by a rise in iop within a few days. Iop lowering medications were added and some patients received an anterior chamber tap immediately to lower the iop. Amounts of pigment cells two - three plus developed early in the treatment phase. Pigment shedding led to transillumination defects. All patients resolved with treatment and ended essentially plano and within one line of pretreatment best corrected visual acuity. The physician noted laser maintenance was performed about six weeks ago and no cases have been reported since.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfile review as checked regarding error messages and energy values. The energy looks stable with no relevant error messages detected. There is no known correlation between the device itself and uveitis or glaucoma. Most likely there might be a relation between instrumentation or medication. Anterior uveitis is not related to the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported patients developed mild uveitis followed by severe pigment desperation glaucoma two weeks post-operatively. Symptoms are continuing. Intervention was required to prevent permanent impairment/damage. The doctor is blaming the laser. Additional information has been requested. There are two related reports for this patient. This report addresses the patient (B)(6) right eye, and another manufacturer report will be filed for the fellow eye.